Event description:
It was reported that during reprocessing, the bronchofibervideoscope was found to have a tear inside the biopsy inner channel at the metal right inside seem. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Fields updated: h2, h3, h6, h11. The device was returned to olympus for inspection, and the complaint allegation was confirmed. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the bronchofibervideoscope was found to have a tear inside the biopsy inner channel at the metal right inside seem. There was no report of patient involvement.